Event description:
On (B)(6) 2013, the patient contacted animas stating for the past 1 to 2 weeks, she experienced elevated blood glucose (bg) in the range of 15 to 23mmol/l and sometimes read "high." The patient reportedly tested negative for ketones but stated she had abdominal pain on her right side. The patient claimed that she mostly bolused via the pump, changed out the infusion set more than once a day, rotated sites and still no bg improvement. The patient reportedly increased the temp basal rate on the pump by 200%; the bgs slightly improved but then eventually would go back up. It was noted that the patient used syringes and still was unable to manage her bgs. The patient reportedly saw the heath care provider (hcp) 6 months ago and claimed the hcp did not know much about the pump and therefore, she had to manage the bgs herself. The patient reportedly had no change in diet, activity, stress, medications or recent illness. It was noted that customer support (cs) had the patient change out the infusion set on (B)(6) 2013; no issues were noted with the infusion set and the patient was able to prime the pump and tubing with no issues. The patient reportedly used cold insulin and inserted pre-filled cartridges 2 to the 3 days old into the pump. Cs instructed the patient not to use pre-filled cartridges or cold insulin as this may compromise the potency of the insulin; the patient reportedly was insistent that this was not the issue and believed there was a pump issue. Customer support (cs) reviewed the pump with the patient and no issues were noted with the programming/settings on the pump; no delivery issues noted with the pump. There was reportedly an "empty cartridge", "low cartridge" and an "occlusion" alarm noted in pump history. Cs advised the patient to contact the hcp for assistance with the pump's settings, insulin storage, cartridge preparation and site rotation. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due the patient's claim there may have been an issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A normal bolus and an audio bolus were performed successfully and were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.